Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The cardiologist reported that the pt presented with an international normalized ratio (inr) of 2.1 and required the administration of fresh frozen plasma (ffp) in order to lower the inr prior to a right heart catheterization procedure. It was also reported that the pt's baseline power had been increasing with at least two pump stoppages noted. Treatment with heparin was initiated as the pt was reportedly not in a position to have the lvad exchanged. Additional information submitted to the manufacturer indicated that the hospital had made a decision to exchange the lvad with another lvad and the pt required a right ventricular assist device (rvad) during the pump exchange procedure. The pt remains in critical condition post-operatively under observation in the hospital.